Event description:
The customer reported via phone call that they experienced high blood glucose of 496 mg/dl. Customer's current blood glucose level was 212 mg/dl. Customer treated the high blood glucose with manual injection/insulin pen. Customer stated that the insulin pump was no longer working. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting. Customer alleged that the insulin pump was under delivering. Customer stated that the insulin pump was not giving right amount of insulin. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump high bgs. On event date feb. 07, 2022. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. Pump passed the dat at 0.08640 inches. Tested with a test p-cap and the test p-cap locked in place properly. Unit care link and pump history was download successfully. Unit perform visual inspection and pump received with pillowing keypad overlay. Unit passed required testing. Not confirmed possible over delivery anomaly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.